Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by the advanced evaluation patient that they were in some pain and having some discomfort from the surgery but they also stated that the results were worth it.  There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that they are having their leads removed on tuesday. They were in severe pain the first time with their procedure as the patient was awake and felt them cutting into them and was wondering how the next surgery will be. Patient advised to contact the clinician with concerns.